Manufacturer narrative:
Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the cartridge with 400 to 500 units of insulin. The customer's blood glucose level was 160 mg/dl. Also, it was reported that the customer may have been connected at the site and did not disconnect from the tubing during the fill tubing process. However, this could not be confirmed. The customer loaded a new cartridge successfully.